Event description:
Information received indicates the left intermediate siderail is not locking in up position.

Manufacturer narrative:
The technician found the center arm was not aligning. He replaced the siderail center arm to repair the bed.